Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform several actions, including disconnecting the tubing, replacing supplies, and delivering specific boluses to address the alarms. The final bolus completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy.